Manufacturer narrative:
P-cap was attached and locked into place properly during inspection. Upon battery installation, the unit powered on; however, functional testing could not be performed due to the keypad being unresponsive and the keypad overlay being torn and partially missing, which prevented proper user input and navigation. As a result, the self test, battery-related testing, and all additional functional tests could not be completed, and the failed battery test allegation could not be confirmed. No further electrical testing was possible due to the keypad condition. A visual inspection was performed without cutting the unit open. During inspection, the following cosmetic and physical damages were noted: torn keypad overlay, scratched case, cracked case, cracked battery tube, cracked battery tube threads, and a cracked corner of the belt clip rails. In conclusion, customer allegations of damage to the battery compartment were confirmed, including a cracked battery tube and cracked battery tube threads, as well as a cracked corner of the belt clip rails. The failed battery test allegation could not be confirmed due to the keypad being unresponsive and the keypad overlay being torn/missing, which prevented completion of required functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a crack on the battery tube side and a battery failed alarm. The event involved product(s) mmt-399a, mmt-332a, mmt-1884. Troubleshooting was performed for damage, and the customer reported that the functionality was affected. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.